Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead was damaged. The casing was severed and the inner coil stretched. Also, the patient had an infection. This ra lead was explanted. No additional adverse patient effects were reported.